Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was unidentified white plastic foreign material protruding from the air and water nozzle. As a result of this blockage, water flow and water removal did not meet specifications. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the image illumination was uneven. It was also observed that the electrical safety test failed due to not meeting the specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope failed process on channels 1 and 4. The reported issue occurred during maintenance of the unit. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the nozzle clogged with foreign material from the pictures provided by sales business center, however, we could not identify the material from the obtained information. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "user can detect the suggested event properly by handling device in accordance with the following IFU. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Precleaning the endoscope and accessories. Flush the air/water channel with water and air". Olympus will continue to monitor field performance for this device.